Event description:
It was reported that during a da vinci-assisted hysterectomy and adnexectomy with pelvic bilateral sentinel lymph node dissection procedure, the tip cover accessory slipped off the scissors and fell into the patient. After recovering the product using a prograsp through the trocar, it was found that it could be easily removed from the scissors. Upon retrieval, a visual inspection confirmed the tip cover accessory was complete. No additional surgical procedure was required. No post-operative tests were performed. The procedure was completed robotically. The tip cover is not available for return as it was disposed of.

Manufacturer narrative:
The tip cover accessory has not been received for failure analysis evaluation. The customer indicated that it had been discarded. The images provided appear to show a monopolar curved scissors (mcs) tip cover accessory that is not installed on an instrument. There does not appear to be any obvious damage to the tip cover accessory from the images provided. The monopolar curved scissor instrument used in the procedure was received for failure analysis. The instrument was visually inspected internally and externally, and no issues were identified. The instrument passed the cut test. The instrument was tested on an in-house system and passed the recognition and engagement tests. The grip blades opened and closed properly. The instrument was fully functional. No product issue was found.